Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during review of the device's history log. The device was put through extensive troubleshooting which included bench handling, full ECG functional testing without any discrepancies. The defib cable receptacle and mfc cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.